Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the garment was causing skin irritations under her breast. The patient's nurse suggested applying an ointment and placed gauze over the irritated areas. The patient received larger sized garments. Follow-up indicated that the irritation had improved.